Manufacturer narrative:
The subject device was not been returned to omsc. Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿efficacy of balloon overtube assisted endoscopic submucosal dissection for the treatment of large colonic neoplasms¿. The literature reported the result of 540 patients who underwent endoscopic submucosal dissection (esd) for colorectal neoplasms using olympus (single use splinting tube) model st-sb1, (gastrointestinal videoscope) gif-q260j and pcf-q260ji between october 2008 and september 2018. In the subject procedures, 14 cases of perforation, 6 cases of delayed hemorrhage, and 3 cases of delayed perforation requiring surgical intervention reportedly occurred. Based on the available information, a direct relationship between the subject devices and the reported adverse events could not be determined. Omsc is submitting 23 mdrs according to the number of the adverse events. 14 reports for perforation, 6 reports for delayed hemorrhage and 3 reports for delayed perforation requiring surgical intervention are being submitted. This report is 4 of 6 for delayed hemorrhage.